Manufacturer narrative:
(B)(4). Evaluation summary: the event was confirmed; the reliant balloon had burst. The root cause of the event could not be conclusively determined.

Event description:
A reliant balloon was used in patient for endovascular treatment. It was reported that during the procedure, the balloon burst. Per the physician, the cause of the event was unknown. The physician also noted the following: the balloon was inflated quite slowly, in the usual way; the precise the volume of liquid injected was not known, but the physician was sure that it was less than 40 cc; the rupture arose at the first inflation of the balloon; the balloon was used to complete the impaction of an aortic endograft during evar for another manufactures device; the balloon was placed in the proximal part of the endograft, and quasi exclusively in the endograft; and the graft was absolutely stable at the time of the inflation. The physician also stated that it was a simple evar and the remodeling in the proximal neck was done in a systematic way. No clinical sequelae were reported and the patient is fine.